Event description:
An international distributor requested a review of the electronic log files from an AED used for a rescue event on (B)(6) 2022, where the AED did not shock the patient. No additional event or patient information was provided. The review of the AED's electronic log files identified that during the reported event, the AED experienced operational anomalies which could not be explained by the analysis of the electronic AED log files alone. Based on this review, the AED and battery were requested to be returned so that they may be evaluated and tested to aide in the investigation.

Manufacturer narrative:
Based on the review of the AED's electronic files, the AED and battery were requested to be returned so that they may be evaluated and tested to aide in the investigation. To date, the AED and battery have not been returned, and the cause of the event is not known. Should additional information become available, a follow-up MDR will be submitted.